Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Device will be returning for foam replacement per field action: arrived@ sctdoh. Device disposition to fc:16-700-643.v14. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at the manufacture's service center there was no visible foam degradation. The device has been scrapped.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This corrective submission is provided to retract the previously submitted emdr associated with MFR report number. Subsequent assessment determined that the event does not meet the definition of an MDR-reportable incident under 21 cfr 803 and the initial submission was made in error.